Event description:
The surgery center reported during a cataract procedure the phacoemulsification unit¿s IV pole dropped out of the programmed position and made abnormal sounds. The surgery center attempted to reboot several times but was unsuccessful in the IV pole activating in desired position. The procedure was completed by using a backup unit to complete the procedure. There was no consequence to the patient. No patient injury reported.

Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to verify the reported issue when testing the unit. The fss removed the base cover and checked the IV pole connectors near the battery. The fss visually inspected the red and black power cable for the IV pole and noted the cables appeared pinched after raising the base cover. The fse reseated the IV pole connector and re-routed the cable such that it no longer pinched or strained the cables. The unit was put back into circulation and the surgeon and staff indicated the system is functioning normally. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.